Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician attempted to use the turbohawk and spider fx to treat a lesion. The turbohawk could not make a complete pass so the physician removed the turbohawk and dilatated with a nanocross. While removing the balloon over the spider wire, the physician felt the spider wire snap. The physician removed the devices and completed the procedure with new devices without incident. No patient injury is reported. Evaluation summary: the spider fx capture wire was received for evaluation. The distal (gold) section of the capture wire was loaded through a nanocross catheter. The wire was snapped at the snap ring (between the black and gold ptfe-coated wire). The capture wire core exhibited a kink (15 degrees) approximately 2.5cm distal to the snap ring. The black section of the snap wire exhibited a slight bend 4mm from the snap ring. The snap fracture faces exhibited material deformation indicating a ductile bend fracture typical of a snap-fracture. The dimensional evaluation of the snap ring depth could not be determined because the snap process deforms the material immediately adjacent to the fracture face.